Manufacturer narrative:
A ge rep rep performed an on site investigation. The connectors were reseated. The hard drive was reformatted and the software was installed during the service call. The system was found to be working as intended and put back into service.

Event description:
The customer reported the system had an intermittent communication error. This error may result in a system lock up, no boot or shut down situation. There is no report of injury or death associated with the event described in this complaint.